Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') product specialist that the temperature of an rt206 adult breathing circuit was not rising. The problem was resolved when it was replaced with another breathing circuit. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of an rt206 adult breathing circuit as tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests that the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).